Event description:
The lead was extracted and replaced due to high impedance and high capture threshold. Externalized conductors were noted at extraction.

Manufacturer narrative:
The lead was returned in two pieces. Analysis confirmed externalized conductors. Internal abrasions were noted between 7.3 cm and 17.6 cm from the distal tip. Several internal abrasions were noted underneath the rv shock coil between 3.6 cm and 5.8 cm from the distal tip. The etfe insulation was intact at all abrasion locations. The high threshold and high lead impedance were not confirmed. Electrical tests were normal for the returned pieces.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.